Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID (B)(6)) was implanted via v-p shunt on (B)(6)2022 with setting 4. Obstruction was suspected, therefore, the valve was removed and replaced on june 09, 2022. It is unknown how the valve obstruction was discovered. It is also unknown if the patient experience any signs and symptoms.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - the product code 82-8804 with lot 5984735, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve, but at the time of investigation no occlusion issues were noted.

Event description:
N/a.